Event description:
Beckman coulter inc., (bci) contacted this post-mod glucose (glucm) customer via the bci proservice internal monitoring, indicating that one (1) erroneously high result was noticed when running in duplicate mode, generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer did not call to complain to bci about this sample. Initial glucose result was 86 mg/dl, followed by rerun results of 65 and 64 mg/dl. The 64 mg/dl was reported. Patient treatment was not affected in regard to this event as the customer ran the sample in duplicate mode and verified the results prior to reporting.

Manufacturer narrative:
Bci service has been monitoring this account and continues to. The customer recently noticed leaking through a cracked glucose electrode retainer nut, which has been replaced. Customer is uncertain if leaking occurred on the date of event. A clear root clause is unknown at this time.